Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ileostomy reversal, while stapling the bowel, the device was unable to close on tissue because the white tab was up, and the other device had partially fired. They then used another device to resolve the issue in order to complete the case. There was no patient injury.